Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire assembly and a dilator. The introducer needle was not returned. The guide wire was kinked at 3.5 and 4.5 cm from the j-bend at the distal end. A review of manufacturing records did not yield any relevant findings. The guide wire met dimensional specifications. Since the introducer needle was not returned, the probable cause could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the catheter was being placed into the patient's jugular in the intensive care unit. During insertion, the guide wire would not advance through the introducer needle. As a result, another kit was used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.